Event description:
It was reported that during an interventional procedure, a extra s'port guide wire was advanced without difficulty to a moderately calcified, heavily tortuous, left anterior descending (lad) artery and a trek otw balloon dilatation catheter (bdc) was advanced for pre-dilatation without difficulty. The balloon was inflated to 8 atmospheres for 20 seconds to successfully pre-dilate the lesion and was fully deflated. There was resistance felt with the removal of the trek otw bdc from the guide wire. The extra s'port guide wire and trek otw bdc became stuck together and were removed as one unit without difficulty. Reportedly, there were no issues with preparation of either device or difficulty with removing the protective sheath from the bdc. A non-abbott guide wire was used to complete the procedure. There was no clinically significant delay in the procedure or no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The trek otw balloon dilatation catheter referenced is being filed under a separate medwatch report.